Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had the error e102, (overheating). After the light source was switched off for a moment, the error disappeared, but reappeared after a short time. The issue occurred during preparation for use and the device was inspected before use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. D9 and h3 were selected by mistake, there is no change from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of e102, (overheating). After the light source was switched off for a moment, the error disappeared, but reappeared after a short time was not confirmed. Based on the results of the investigation, the presumable cause and the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.